Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy that is most often associated with touch contamination during the pd exchange. The patient¿s pd culture yielded growth of corynebacterium which is normally found on human skin. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to order manual supplies. The patient had peritonitis and was instructed by their pd nurse to perform manual pd exchanges until recovered. Additional information was obtained through follow-up with the patient's pd nurse. The pd nurse reported that on (B)(6) 2021, the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of corynebacterium and an elevated white blood cell (wbc). The patient was treated with the antibiotics vancomycin 1 gram and fortaz 2 grams intra-peritoneal (ip) on an outpatient basis (per clinic protocol). Per the pd nurse, the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the event. The pd nurse reported the peritonitis was attributed to touch contamination. The patient is reportedly recovering and continuing treatment on the same cycler without any further issues.